Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet during initial training and after announcing a high-carbohydrate meal, with a recorded blood glucose of 225 mg/dl and approximately three hours above range; the event was managed with education on the learning phase and algorithm behavior, and no alerts, backup therapy, ketone testing, or medical intervention were reported. Symptoms included no acute clinical effects. Outcomes included no injury and no required medical care. Investigation included complaint review and user education. Investigation of this case revealed no device malfunction and user factors related to meal composition and adaptation period. It was concluded that the event was consistent with expected glycemic variability during the learning phase without evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.